Event description:
It was reported that after withdrawing the sheath from the left atrium to the right atrium the patient became hypotensive. Ultrasound was used and a pericardial effusion was noted. A pericardiocentesis was performed and approximately 520 cc of fluid was withdrawn. The patient was then sent to surgery for further intervention. Patient condition is unknown at this time. Carto 34280 and farawave generator used. Carto catheters used d160903, 10439236, and r7d282ct. Lot numbers unknown. Cas will return d160903. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).